Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report numbers 2242352-2012-01138 and 2242352-2012-01219 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the exteriors of the loading device and the delivery device. The tension spring assembly, seal and the anchor tab were not returned. The green slide lock was unlocked and the white plunger was not depressed on the delivery device. An incomplete device was returned preventing the completion of an eval. Based upon the received condition of the device, the reported complaint could not be confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was received incomplete, and thus a full eval could not be performed; therefore, it is not possible to confirm the reported complaint. (B)(4).